Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported the device only worked for the first two months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.